Event description:
It was reported that the customer contacted a technical support engineer (tse) and reported that error c-33 was occurring on the erbe. The erbe was restarted, but the issue was not resolved. The error logs showed "erbe error: c-33 - hf voltage measurement value too high in on state." The system was scheduled for use the next day. The service date would be determined after a callback. There was no report of patient involvement or reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.